Event description:
It was reported that when the absolute pro stent delivery system (part #1011924-060, lot #9092851) was removed from the packaging, the handle was in the locked position and the tip of the stent was partially exposed from the sheath. A second absolute pro (part #1011924-060, lot #0052751) was removed from the packaging and was found locked with the stent partially deployed. The devices were not used and there was no patient involvement. A non-abbott device was used. No additional information was provided.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the distal right coronary artery and the proximal first right posterolateral artery with one 3.0 x 28 xience v stent. In (B)(6) 2010, the patient experienced angina and on (B)(6) 2010, a cardiac catheterization revealed in-stent restenosis and a new lesion. On (B)(6) 2010, the patient underwent coronary artery bypass graft. The patient's condition resolved on (B)(6) 2010. Although requested, there was no additional information available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation prior to stenting. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, ischemia and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It was reported the lesion was not pre-dilated prior to implanting the xience v stent. It should be noted the IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. It does not appear that the reported failure to pre-dilate the lesion would have contributed to the reported complaint; however, this cannot be definitively determined.

Manufacturer narrative:
(B)(4). Patient monitoring was checked in error on follow-up number 1. There was no remedial action.